Event description:
It was reported that pump issued cartridge alarms 20 and caller noted cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with mobile app while customer technical support arranged a replacement pump under warranty, provided storage mode and return instructions for problematic pump, advised customer to enter pump settings and reconnect continuous glucose monitor on replacement, and confirmed shipment details and tracking information with logistics partner after pump shipment was delayed past initial cutoff time.